Event description:
Approx 3 minutes into procedure (excision of l. Eyebrow facial lesion), bovie was used. Pt was anesthetised with only IV sedation. Pt began to move and staff immediately noticed o2 mask black, slightly melted. Noticed multiple facial burns over nose and partial cheeks. Pt alert and talking, was treated quickly. Cautery unit sent to hosp biomed dept after procedure completed.